Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the reload had a full complement of staples. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during the 2nd firing near the pyloric antrum, after the reload failed to fire, the scrub tech noticed the reload did not have a an arrow that said "load".the reload wouldn't fire and it felt like the stapler wasn't engaging when attempting to fire. Had a hard time keeping the reload closed. Another reload was used to continue the procedure. There was no injury to the patient and no medical intervention.